Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the distal stent tip was collapsed. The push catheter assembly was broken at the ramp window. The pull wire assembly was kinked / coiled, exposed and broken approximately 8 centimeters from the pull wire/welded cannula joint. The broken distal piece of the pull wire remained intact inside the guide catheter assembly. There was no damage to the guide catheter assembly. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a bile duct stenting procedure on (B)(6), 2010. According to the complainant, during the procedure the inner pull wire protruded out from the rapid exchange port and looped upon itself. As a result, the stent delivery catheter was unable to be advanced down the endoscope. The endoscope and stent device were removed from the patient as one. It was reported that the physician decided not to stent the patient, and the procedure was ended at this time. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good. Investigation results revealed that the push catheter was broken, and the distal stent tip was collapsed. Therefore, based on these results, this event has been deemed reportable.